Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) proxy seal remained on the loader side. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 13jan2020. An investigation was conducted on 13feb2020. A visual inspection was conducted. Signs of clinical use was observed with evidence of blood on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly were observed to have been left inside the loading device, confirming the reported failure "fitting problem". The seal and tension spring assembly was removed from the loading device. The seal and tension spring assembly was observed to be intact with no visual defects were observed. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 inches and the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) proxy seal remained on the loader side. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) proxy seal remained on the loader side. A replacement device was used to complete the procedure. The hospital did not report any patient effects.